Event description:
It was reported that patient presented to the clinic for a cardioversion due to chronic af when an ocd alert was observed on the device during interrogation. It is noted that it was unclear if the alert presented upon interrogation or after cardioversion. Detection date on the ocd alert was prior to device implant. Pc shock command was performed successfully. Alert was no longer present during subsequent device interrogation.

Manufacturer narrative:
.